Event description:
It was reported that a patient passed away due to unknown causes. The patient reportedly died after having a short illness. It was later reported that the patient's cause of death was intractable mixed seizure disorder. The patient was interred with the device. The patient's cause of death is classified as probable sudep. No programming anomalies were observed in the patient's available device history. The patient's battery likely had sufficient battery life at the time of his death. No additional relevant information has been provided to date.